Manufacturer narrative:
This pacemaker has been returned, but analysis has not yet been completed. This report will be updated upon completion of analysis.

Event description:
It was reported that pacing impedance on the right atrial (ra) lead connected to this pacemaker was less that 200 ohms. There was also noise on both the ra and right ventricular (rv) leads. It was suspected but not confirmed that lead on lead abrasion was occurring. It was also noted that there was functional undersensing on the ra channel. A revision procedure was performed wherein this pacemaker and both the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported. (B)(6).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported out of range pacing impedance, noise, and sensing issues.

Event description:
This supplemental report is being filed as device evaluation has been completed.